Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the emergency facility in ventricular tachycardia (vt). The ICD was interrogated and two fault codes were revealed, shock lead shorted and charge time exceeded along with battery capacity depleted. It was further reported that the device pocket felt hot. Boston scientific technical services (ts) discussed observations and recommended that the patient undergo an immediate replacement procedure. Additional information indicates that the patient's vt was medically managed and they were admitted into the hospital until a revision procedure could be performed. Additional information indicates that this patient underwent a revision procedure and the ICD was successfully explanted and replaced. The lead was tested through the pacing system analyzer (psa) and returned normal measurements. Furthermore, a 2 joule shock was performed which returned normal shock impedance measurements. The physician opted to not perform maximum energy shock testing. No further adverse patient effects were reported. The explanted device was returned for a post-market analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed the device had reached eol due to two charge times greater than 45 seconds. Memory also indicated a shorted lead condition had been detected on the same day as eol declaration. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the related rv lead most likely shorted to the device case, damaging the plasma fuse, leading to the reported clinical observations.